Event description:
After pt was implanted with a cslp in 1998, it was discovered that some of the screws had backed out of the plate. The screws at c5 and c6 had perforated the esophagus after backing out. The plate and screws were removed in 1999.